Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary, according to the information received, it was reported that the right pedal is blocked and the black button is missing. The complaint device was received and evaluated. Visual observations confirm that the pedal for the coagulation mode has a lower height than the pedal for the ablation mode and the black push button is missing. In addition, the device presented several marks of wear. Besides, both pedals presented signs of corrosion. To test its functionality, the device was connected to a vapr vue generator and was set to maximum power for ablation and coagulate test, was noted that the pedal for coagulation mode once stepped was not release, the functional test was repeated several times to ensure the improper functioning. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As per IFU-103095, the instructions for cleaning of the vapr/vapr 3 footswitch: the vapr/vapr 3 footswitch cannot be sterilized. The footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to internal electrical deficiencies / defective components or can be associated to internal defectives/worn magnets on the device and for missing push button could be associated to lack of preventive maintenance. For corrosion found can be attributed to fluid ingress into the footswitch. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in france that during an unknown procedure on (B)(6) 2020, it was observed that the right pedal was blocked and the black button was missing on the vapr3 footswitch *ea device. During in-house engineering evaluation, it was determined that the pedal for the coagulation mode has a lower height than the pedal for the ablation mode; and that once the pedal for coagulation mode once stepped on, it did not release. It was reported that the procedure was not compromised. There were no adverse patient consequences reported. No additional information was provided.